Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that call was due to rtm issues. Pt reported that they are in the habit of charging the controller every night, and charging the ins (located in their hip) the next morning. Pt stated they charge the ins 1x/day. Pt reported that a couple of days ago, they had a "terrible" time establishing a charging session for the ins. Pt explained that the controller kept telling them to reposition the rtm paddle to connect w/ the ins. Pt reported that they were finally able to connect and establish a charging session for the ins. Pt stated the next day, the issue of the controller telling them to reposition the rtm paddle to connect w/ the ins happened again. Pt reported the following day, they noticed the rtm cord going into the paddle getting very hot. Pt reported that the hottest part of the rtm occurred at the location of the relay box. Pss asked for an event date and the pt stated all of these issues started several days to a week ago (month/year valid). Pt noted to pss that it only happened twice where it gave them trouble w/ charging the ins. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger antenna and they were stuck on a "checking the recharger" screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.